Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that their equipment is not working. Caller stated that they are seeing no device found when trying to charge the implant. Caller added that they have tried resetting the controller several times but that has not resolved the issue. Caller mentioned calling their medtronic rep dave (last name, asked/unknown) agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed flashing green flashing light. Caller confirmed no physical damage on recharger cord. Agent asked the caller to blow air from the controller charging port and wipe the pins into the recharger. Caller then connected recharging antenna and saw no device found. Caller entered passive recharge mode and saw numbers in the 65s to 20s. Agent advised to adjust the paddle. Caller confirmed seeing 80s and 90s. Agent called the patient back to further assist the patient. Patient mentioned that they were able to start recharging and now seeing 50% on the implant and good recharging quality. Agent r eviewed best charging practices and charging duration. Agent also advised to keep charging their implant and afterwards they can charge their controller again. Troubleshooting steps resolved the issue.  [Refer general text for omitted information]. Additional information was received from the pt stating they're still having the same issues and have been having these issues for quite awhile, later stated for a month. Pt stated mdt rep met with them yesterday and told them this shouldn't happen and to call mdt to be overnighted a replacement controller. Pt stated they will have to try 5-10 times to connect when ins charging and the charging session will stop even though they are not done. Pt stated a mdt rep gave them an extra recharger 'at one point,' that wasn't new, but, they are having the same issue and 'for a few weeks,' this recharger has gotten hot. Agent had pt inspect controller port and pt mentioned 1 of the controller port pins looks smaller than the others and looks like it is pointing upwards/not laying flat. When pt was resetting controller pt mentioned the battery compartment cover snaps in but it is not flush on the sides so there is a gap so mdt rep joshua did not want to take it off yesterday. Pt stated this cover was having some issues fitting correctly the first time they called in this case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model 97755-s and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. And cannot get pass to do the bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.